Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the pt went to the emergency room (ER) with the battery exposed and no signs of infection. He had been admitted into a psych hold. The decision was made to explant the device. There were no device issues reported, and no further pt complications reported at this time.